Event description:
It was reported that the right ventricular (rv) lead exhibited episodes of over-sensed noise. The lead was reprogrammed. It was noted that during an in-clinic follow-up, the episodes of over-sensed noise reoccurred. No further intervention was performed. The patient was in stable condition.